Manufacturer narrative:
Continuation of d10: product ID: 8709sc; lot#: h841514301; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 20-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal baclofen (gablofen) 500 mcg/ml at 24.99 mcg/day via an implantable pump for unknown indication for use. It was reported by the patient that they had an infection after their last implant in 2019 and the system was removed. The patient has not had any pump implanted again until now. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.